Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Infection occurred - conclusion codes: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. The review did not identify any quality concerns and the lot met all release criteria.

Event description:
It was reported that a pt underwent an umbilical hernia repair procedure in 2009. The pt complained of an unspecified complication and the surgeon was monitoring the situation. The pt decided to go for a second opinion. In the same month, the second opinion surgeon removed the mesh and replaced it with a different type of mesh. The second opinion surgeon verbally communicated to the initial surgeon that there was an infection which cultured positive for staph. The current status of the pt is unk.